Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) scs ipg was explanted and replaced with another model due to ineffective back stimulation and overstimulation. The overstimulation issue resolved with the surgical intervention. Prior to the surgical intervention, diagnostics confirmed the scs leads had not migrated and impedances were within normal limits.